Event description:
The clinician reports that the day the implant was placed in fdi 16, failure occurred upon insertion. Details of surgery: implant surface not completely covered with bone. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and hypersensitivity. No further patient complications were reported.